Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's front case and therapy receptacle wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be due to physical damage to the device's front case, which caused the therapy cable to not securely connect to the device.

Event description:
The customer contacted physio-control to report that the device's therapy cable and therapy connection were broken. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.